Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet on the first day, with blood glucose decreasing to 53 mg/dl about 30 minutes after a meal announcement and without recent exercise; the user and contact attributed the event to the dinner announcement, and oral carbohydrates (glucose tablets and a banana) were used, with glucose rising to 73 mg/dl during the call. Symptoms included fatigue. Outcomes included temporary interruption of normal activities and the need for assistance from a contact, without medical intervention or hospitalization. Investigation included review of synced device data and provision of user education regarding the meal announcement algorithm and hypoglycemia management. Investigation of this case revealed no device alerts or alarms, no evidence of overdelivery, and a temporal association between the meal announcement and the subsequent low glucose, with the device limiting insulin after the drop. It was concluded, based on previously established findings for similar reports, that the cause was unclear.